Event description:
The customer reported that the finger d-ring on the autopulse nxt battery (sn (B)(6) broke while the user was removing the battery from the nxt platform to replace it during patient use. According to the customer, no other damage or defects were observed on the battery. Manual CPR was done, but the patient was not resuscitated. The customer doesn't believe the patient's outcome was related to the reported problem.

Manufacturer narrative:
Sections b5, d9, h4, and h6 codes were updated. The customer's complaint of a broken finger d-ring on the autopulse nxt battery (sn (B)(6) was confirmed during visual inspection. The finger ring of the returned autopulse nxt battery was detached from the battery but remained whole and intact. The root cause of the complaint was a weak spot in the finger ring locking mechanism, which caused the finger ring to rotate past the lock/unlock mark. The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR, adjunctive use only indication is prominently displayed on device labels and in the device manual. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions when effective manual CPR is not possible. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. The autopulse is intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the trained user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR. According to multiple studies, out-of-hospital cardiac arrest (ohca) is considered one of the leading causes of death in industrialized nations, with a significant number of deaths occurring outside of a hospital setting, making it a major public health concern; this information is supported by research from the cdc, studies on global mortality rates, and data from various cardiac arrest registries. Survival to hospital discharge after non-traumatic emergency medical services-treated cardiac arrest with any first recorded rhythm was around 10% for patients of any age (mozaffarian, circulation, 2016; ebiomedicine 2023). Death is an expected outcome for ohca.

Manufacturer narrative:
For g4: PMA/510(k): premarket submission number not available/not released. Zoll has not received the autopulse nxt lithium-ion battery in complaint for investigation. A follow-up report will be filed if and when the product is returned and investigation has been completed.

Event description:
The customer reported that the finger d-ring on the autopulse nxt battery (sn (B)(6) broke while the user was removing the battery from the nxt platform to replace it during patient use. According to the customer, no other damage or defects were observed on the battery. The patient's status information was requested, but the customer did not provide a response.